Manufacturer narrative:
Product analysis: visually confirmed approximately 3mm of instrument tip has been broken off, consistent with interface during usage. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload. The above findings are consistent with torsional overload.

Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we cannot determine the definitive cause of event.

Event description:
It was reported that patient underwent a revision surgery for removal of iliac screw due to successful bone union on (B)(6) 2016. Intra-op, a tip of driver was broken. The broken tip was remained in the screw and it could not be removed. The screw also could not be removed so the incision was closed without removal of the screw.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.